Event description:
It was reported the patient¿s implantable neurostimulator (ins) was not working anymore and they had cervical pain. The ins ¿had a mind of its own¿ and it was turning on and off by itself. The patient was admitted to the hospital on (B)(6) 2015 and they would like to do an MRI of their whole spine. The ins battery had been real low and had been like that. A CT scan had been done on (B)(6) 2015 for the patient¿s back pain. The patient¿s healthcare professional (hcp) would like to remove the ins. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).